Event description:
It was reported that there was a hip revised due to dislocation. Surgeon stated that the hip was stable and had an excess range of motion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a trident 10° x3 insert 32mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Surface scratches on the articulating surface were observed. Scratching is characterized by linear features produced by the plowing of asperities or third body debris between the femoral head and the articulating surface of the insert. Scratching is a commonly identified damage mode in uhmwpe inserts. Cuts and nicks caused during the explantation process were observed around the distal rim of the insert." The mar concluded:"no material or manufacturing defects were observed on any of the components examined." Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: "there is no evidence the revision surgery for recurrent dislocation with implantation of an mdm bearing was related to factors of faulty prosthetic component design, manufacturing, or materials." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed an concluded that there was no evidence of a material or manufacturing defect on the surfaces examined, further to this a medical review determined that there was no evidence to suggest a device related issue. Further information such as the operative report would be helpful in investigating this event further.

Event description:
It was reported that there was a hip revised due to dislocation. Surgeon stated that the hip was stable and had an excess range of motion.